Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed and no anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead developed a cosmetic depression while in vivo. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching. The analyst commented lead was thoroughly analyzed electrically and visually in an attempt to find the explanation for ¿high threshold¿ described in the event. Results for electrical testing, including cross-continuity testing, were within specified parameters. Although the lead was severely stretched, no insulation breaches were observed. No other anomalies were discovered regarding the lead. The lead was returned with body tissue/fibrotic growth on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID p1501dr implantable pulse generator implanted: 2008-(B)(6), 5076 implantable pacing lead implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.